Event description:
The customer reported being hospitalized due to low blood glucose. The customer stated that she was driving erratically and someone called and reported. The police and a medical personnel pulled over and she was under 20 mg/dl. Troubleshooting was performed. The customer's most recent glucose reading was 133 mg/dl. The programming, time, and date were correct. The customer stated that there is more insulin in the status screen than the reservoir. Advised the customer to contact her dr regarding her unexplained low blood glucose. No further info was provided.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.